Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during routine follow-up, the ventricular lead exhibited high threshold. A fluoroscopy revealed the lead dislodged. The lead was explanted and replaced on (B)(6) 2015. No adverse consequences occurred to the patient.